Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The latch is not completely broken and was still functional. The customer is trying to be proactive and replace before it breaks. A replacement latch was sent to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) latch was worn. The device was not changed out, as they continued to use the uas. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.